Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high shock impedances on this right ventricular (rv) lead. In addition, this patient reported receiving a error code on their remote monitoring system. An interrogation was successfully performed. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the chest x-ray came back normal and the clinic will continue to follow the patient as normal at this point.

Manufacturer narrative:
Event resolution has been requested from the field representative who reported that the patient was to further have a chest x-ray. Measurements and diagnostics have been normal. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This ICD was explanted approximately five years later for reported normal battery depletion. The ICD was then returned for analysis over a year after explant.